Event description:
Possible broken sensor wire (retained distal end). Patient removed and discarded proximal segment. Patient reported he "wondered" if sensors might have broken off "a few months ago". He was too busy to call at the time of event.

Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.